Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 733575rpend. Ubd: unknown. Unknown work order completed: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the cable was replaced to resolve the issue. The system then performed as intended. Codes b01, c02 and d02 are applicable. A05: applicable to localizer faulted a1102: applicable to the "localizer faulted" message a23: applicable to a faulty data cable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that a faulty data cable on the rear of a camera to the lemo connector on the bottom of the main cart was identified, and a localizer faulty message appeared on the tracker display. Troubleshooting revealed the data cable issue, and a replacement cable was installed from available stock, restoring system functionality. A nav spin was performed, confirming accurate navigation over a scanned object. There was no patient involved.